Manufacturer narrative:
The reported events were unable to implant and high pacing lead impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/body fluids. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported the patient presented in the hospital. Upon implant of the right ventricular lead, it was observed the impedance was high. The lead was repositioned multiple times, until it was removed, where tissue was observed on the helix. The physician attempted to remove the tissue but could not confirm it was all removed. A new lead was just to complete the procedure. The patient was in stable condition.